Manufacturer narrative:
Site reported that the light adjustable lens was explanted from the patient's eye due to dissatisfaction with glare. The patient's correctable vision was noted to be 20/15. Another lal was implanted during the exchange. Rxsight's first awareness of the issue was (B)(6) 2021. The explanted lens was returned in fragments. Visual inspection and optical testing found no issues with the returned lens.

Event description:
Site reported that the light adjustable lens was explanted from the patient's eye due to dissatisfaction with glare. The patient's correctable vision was noted to be 20/15. Another lal was implanted during the exchange. Rxsight's first awareness of the issue was (B)(6) 2021.

Manufacturer narrative:
Site reported that the light adjustable lens was explanted from the patient's left eye due to dissatisfaction with glare. The patient's correctable vision was noted to be 20/15. Another lal was implanted during the exchange. Rxsight's first awareness of the issue was 8/5/2021. The device history record for the lens was reviewed. No issues were noted. The lens has not yet been received for evaluation.

Event description:
Site reported that the light adjustable lens was explanted from the patient's left eye due to dissatisfaction with glare. The patient's correctable vision was noted to be 20/15. Another lal was implanted during the exchange. Rxsight's first awareness of the issue was 8/5/2021.